Manufacturer narrative:
The reported events of loss of capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During attempted implant, loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.